Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was observed to exhibit high out of range pacing impedance measurements on the right ventricular (rv) lead. It was noted that the rv lead was a non-boston scientific lead. The physician suspected noise on the rv lead and requested technical services (ts) to review the presenting electrogram (egm) to confirm the noise. Ts reviewed the data in the egm which showed upward spikes in the impedances. Ts was unable to confirm noise but suspects the upward spikes observed to be due to a spring contact issue. Ts recommended for further evaluation in the clinic. A lead revision procedure is being considered by the physician. At this time, the ICD and non-boston scientific rv lead remain in service. No additional adverse patient effects were reported. Subsequent additional information was provided that reported at physician discretion, the ICD was programmed off. At this time, the device remains implanted. No additional adverse patient effects were reported. Subsequent additional information was provided that reported that a generator change procedure was performed and the implantable cardioverter defibrillator (ICD) device was explanted and replaced with a new device. It was also noted that the non-boston scientific right ventricular (rv) lead was surgically abandoned as well. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was observed to exhibit high out of range pacing impedance measurements on the right ventricular (rv) lead. It was noted that the rv lead was a non-boston scientific lead. The physician suspected noise on the rv lead and requested technical services (ts) to review the presenting electrogram (egm) to confirm the noise. Ts reviewed the data in the egm which showed upward spikes in the impedances. Ts was unable to confirm noise but suspects the upward spikes observed to be due to a spring contact issue. Ts recommended for further evaluation in the clinic. A lead revision procedure is being considered by the physician. At this time, the ICD and non-boston scientific rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was observed to exhibit high out of range pacing impedance measurements on the right ventricular (rv) lead. It was noted that the rv lead was a non-boston scientific lead. The physician suspected noise on the rv lead and requested technical services (ts) to review the presenting electrogram (egm) to confirm the noise. Ts reviewed the data in the egm which showed upward spikes in the impedances. Ts was unable to confirm noise but suspects the upward spikes observed to be due to a spring contact issue. Ts recommended for further evaluation in the clinic. A lead revision procedure is being considered by the physician. At this time, the ICD and non-boston scientific rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was observed to exhibit high out of range pacing impedance measurements on the right ventricular (rv) lead. It was noted that the rv lead was a non-boston scientific lead. The physician suspected noise on the rv lead and requested technical services (ts) to review the presenting electrogram (egm) to confirm the noise. Ts reviewed the data in the egm which showed upward spikes in the impedances. Ts was unable to confirm noise but suspects the upward spikes observed to be due to a spring contact issue. Ts recommended for further evaluation in the clinic. A lead revision procedure is being considered by the physician. At this time, the ICD and non-boston scientific rv lead remain in service. No additional adverse patient effects were reported. Subsequent additional information was provided that reported at physician discretion, the ICD was programmed off. At this time, the device remains implanted. No additional adverse patient effects were reported. Subsequent additional information was provided that reported that a generator change procedure was performed and the implantable cardioverter defibrillator (ICD) device was explanted and replaced with a new device. It was also noted that the non-boston scientific right ventricular (rv) lead was surgically abandoned as well. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was observed to exhibit high out of range pacing impedance measurements on the right ventricular (rv) lead. It was noted that the rv lead was a non-boston scientific lead. The physician suspected noise on the rv lead and requested technical services (ts) to review the presenting electrogram (egm) to confirm the noise. Ts reviewed the data in the egm which showed upward spikes in the impedances. Ts was unable to confirm noise but suspects the upward spikes observed to be due to a spring contact issue. Ts recommended for further evaluation in the clinic. A lead revision procedure is being considered by the physician. At this time, the ICD and non-boston scientific rv lead remain in service. No additional adverse patient effects were reported. Subsequent additional information was provided that reported at physician discretion, the ICD was programmed off. At this time, the device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.